Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.